Manufacturer narrative:
The subject device is not available.

Event description:
When taking out the subject stent from the packing it was found that the stent delivery catheter was broken. There was no clinical consequences to the patient.

Manufacturer narrative:
After reviewing the investigation of the returned device, it was confirmed that the stent delivery catheter was not found to be broken/fractured (it was found to be compressed). It is possible that the customer mistook the inner body catheter, which was found to be separated, to be the stent delivery catheter. Therefore the event no longer meets the requirement of the reportable event for the device in question. The reportability is changed to a non-reportable event and a redaction MDR will be filed. Consider the awareness date for MDR redaction as (B)(6) 2017. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
When taking out the subject stent from the packing it was found that the stent delivery catheter was broken. There was no clinical consequences to the patient.